Event description:
It was reported that outside of surgery the knives and blades do not fit together. Upon evaluation it was noted that the width plates were damaged. No harm or delay were reported as it relates to this event as there was no patient involvement.

Manufacturer narrative:
This incident has been recorded under (B)(4). Review of the most recent repair record determined the control bar failed and the width plates were damaged. The control bar and width plates were replaced and resolved the reported issue. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.